Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 6 of pd treatment fluid was seen dripping from inside the cassette door. The patient said there was fluid in the pump module area and on the external cassette. The patient said there was a hole in the cassette. The patient also said there was an unidentified alarm prior to the leak. In a follow up with the patient's pdrn, it was verified that the patient did not have any harm, adverse event or intervention due to the fluid leak event. The patient did receive a new cycler that is working well with no issues. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 6 of pd treatment fluid was seen dripping from inside the cassette door. The patient said there was fluid in the pump module area and on the external cassette. The patient said there was a hole in the cassette. The patient also said there was an unidentified alarm prior to the leak. In a follow up with the patient's pdrn, it was verified that the patient did not have any harm, adverse event or intervention due to the fluid leak event. The patient did receive a new cycler that is working well with no issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.